Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that procedure delayed because the phenomenon occurred before procedure. However, the root cause could not be specified. Additionally, it is likely that the e116 error code occurred due to a faulty graphics processing unit assembly. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed no extended hospital stay and the patient was discharged from day surgery later that day. There was no harm done to the patient and it was a successful surgery. No extended anesthesia or surgery time. The equipment was inspected and up to date per instructions for use and no other devices involved.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation it was observed, normal wear and tear was noted, the reported issue regarding error e116 was confirmed due to a faulty circuit board, however, the issue regarding the unit over heating and shutting down was not duplicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported on behalf of the customer that camera control unit malfunction error code e116 was observed on the visera 4k uhd camera control unit, which caused the device to overheat and shut down during preparation for use. The intended therapeutic laparoscopic cholecystectomy procedure was completed with another similar device. There was a 5-minute delay noted but there were no reports of patient harm or impact associated with the reported event.